Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console exhibited poor aspiration during irrigation and aspiration (ia) mode. Unstable anterior chamber occurred during trenching, and prone to nucleus clogging during ultrasound (us). Fluidics module was replaced and the surgery was completed. Additional information received indicated that clog was noticed in phacoemulsification tip.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module was received, and a visual assessment of the returned sample revealed no obvious nonconformities. The fluidics module sample was installed into a calibrated centurion vision system and turned on successfully. The sample was tested and passed an overnight burn in. The sample was found to function as intended. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened to rework fluidics module and the power entry module as they were potentially nonconforming from the supplier. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was found to exhibit no functional issues; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).